Event description:
It was reported that a flogard infusion pump was damaged. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced by a technician; the sample was visually inspected and functionally tested. The reported condition of damage was more specifically identified as an f-38 alarm. The root cause of the reported condition was due to force sensing resistors (fsrs) being out of range. To correct the issue the fsrs were replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.